Event description:
It was reported that the system had poor sensing. The doctor elected to replace the electrode to try and improve the sensing. During the replacement procedure, the new electrode did not improve the sensing. The doctor elected not to place a new electrode and, instead, explanted the entire system. No new system was implanted. There were no additional adverse patient effects.